Event description:
It was reported the right-side quick release axel, sleeve and camber tube on the crf wheelchair slid out of place during use. The chair immediately fell to the ground with the patient in it. The patient reportedluy sustained a sprain in his wrist.